Manufacturer narrative:
(B)(4). Date sent: 4/28/2020. Investigation summary. 1 device was received for evaluation. Additional d4 batch #: r94c2e. Method; 10-testing of actual or suspected device- 1 device. Result; 213 - no device problem found - 1 device. Conclusion; 67- no problem detected ¿ 1 device.

Manufacturer narrative:
(B)(4). Date of event is unknown. Of the 2 device(s) reported, a total of 0 device(s) were received for evaluation. Lot numbers; r40x1n. (B)(4).

Event description:
This report summarizes 2 malfunction events involving a total of 2 actual devices for failure to form staple. These events occurred during use by a healthcare professional.